Manufacturer narrative:
The serial number of the device is unknown hence UDI is unknown the patient remains ongoing on the device. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient experienced multiple no external power events while supported by the mobile power unit (mpu). It is unknown if the power cord came loose from the wall outlet or the housing unit. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms was confirmed. The mpu was not returned for analysis; however, a log file was submitted. The submitted log file contained approximately 2 days of data from (B)(6) 2019 to (B)(6) 2019, per the time stamps. A no external power alarm associated with a loss of ac power while the controller was connected to a mpu was recorded at 10:25 am on (B)(6) 2019. No other atypical alarms were recorded in the remaining events and the controller operated the pump at the set speed throughout the log file. Requests for additional information about the no external power event associated with a loss of ac power while the controller was connected to a mpu were made; however, at this time no response has been received. To date, the mobile power unit is not available for analysis. As result, this complaint will be closed accordingly. No further information was provided. The manufacturer is closing the file on this event.